Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented through a merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on stored egm. Suggested programming changes will be made when the patient will be seen for follow-up. There were no adverse events related to the event.